Manufacturer narrative:
The suspect pump was returned for evaluation. A 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection and functional testing were performed. The pump displayed an error message indicating that the cassette was not properly secured when inserted. The complaint was therefore confirmed. The downstream occlusion sensor was replaced, and the probable cause was determined to be a defective sensor, which prevented the device from recognizing the cassette without a functional sensor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump gave an error message that the cassette was not properly secured when a cassette was inserted. There was no patient involvement and no patient harm reported.